Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with an 8.5f sheath with curve viz mdc. It was reported by the bwi representative, that during the setup of the case, as soon as the package was opened, it was noticed that the vizigo¿ sheath had some form of liquid on the handle inside of the sterile package. The vizigo¿ sheath was replaced, and the issue was resolved. The case continued. Replacement vizigo¿ sheath was requested. No patient consequences were reported. The issue was noticed before use. Shipment of all packaging will be communicated to the staff. Pictures of foreign material was attached. The foreign material seemed to be clear, like some kind of oil. The device was not used on the patient, the sheath was never taken out of the box. Foreign material inside the packaging outside of specification is MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. However, a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, drops of a foreign material was observed on the cardboard tray and the pouch of the vizigo sheath, the foreign material looks like a glue/epoxy, however this cannot be conclusively determined at this time.  Device history record evaluation was performed for the finished device 50000182 number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 31-mar-2023, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with an 8.5f sheath with curve viz mdc. It was reported by the bwi representative, that during the setup of the case, as soon as the package was opened, it was noticed that the vizigo¿ sheath had some form of liquid on the handle inside of the sterile package. The vizigo¿ sheath was replaced, and the issue was resolved. The case continued. Replacement vizigo¿ sheath was requested. No patient consequences were reported. Device evaluation details: visual analysis revealed a foreign material on the package. Fourier transform infrared spectroscopy analysis was performed and the infrared (ir) data reveals that the unknown material chemical composition is masking by the packaging material infrared signals that is composed of polyethylene base material, the true nature of the foreign material cannot be ascertained by ftir terms. Based on the preliminary investigation performed, it was confirmed that the ¿moisture/humidity¿ reported by the customer could be related to the silicon coating applied to the hemostatic valve surface. This silicone coating is accidentally migrating to the film section of the pouch due to the quantity applied; since it was found where the hemostatic valve is placed inside the packaging. The issue reported by the customer was confirmed. Due to the condition of the silicone coating, an internal action was opened. A device history record evaluation was performed for the finished device 50000182 number, and no internal action related to the complaint was found during the review. All devices are manufactured, inspected, and released to approved specifications as part of the quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).